Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device remains implanted and no images were provided to assist in this investigation. At this time, from the information received, we are unable to determine the root cause of the endoleak. The IFU of the complaint device addressed endoleak as an adverse event. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013, the patient received the following devices: zteg-2pt-42-32-205-pf (lot # e3029959). The site noted difficulty deploying in intended location and removing delivery system (pr #(B)(4)). Valiant stent - noted difficulty deploying in intended location and removing delivery system. Tbe-32-80-pf (lot # e2832351); tbranch-34-18-202 (lot # a918511); tbe-24-80-pf (lot # e3066918); tbe-28-80-pf (lot # e2903956). Celiac - one covered advanta stent, one uncovered complete stent. Sma ¿ one covered advanta stent, one uncovered smart stent. Right renal - one covered advanta stent, one uncovered complete stent. Left renal - one covered viabahn stent, one uncovered complete stent. The completion angiogram noted patent devices with no endoleak. On (B)(6) 2013 CT scan (3 days post procedure): patent devices with proximal type I and type ii endoleaks. The patient was discharged on (B)(6) 2013. On (B)(6) 2014 CT scan (233 days post procedure): patent devices with no endoleak. On (B)(6) 2015 CT scan (590 days post procedure): patent devices with no endoleak. Patient outcome: no other adverse events have been reported for this patient.